Event description:
Complaint details provided in the initial notification stated, "fiber burnt at connector end. This was observed by ut nurse after surgery." This complaint was initially reported to FDA under 1037955-2019-00052 on 10/15/2019